Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient did not wear a mask and experienced peritonitis on the same date. The cause of the peritonitis was did not wear a mask. On (B)(6) 2011, the patient was hospitalized and the patient began remedial treatment gentamicin (250mg ip in each bag, frequency not reported) and cefazolin (500mg in each bag, route and frequency not reported). Dianeal pd2 ultrabag therapy was ongoing as was remedial treatments with gentamicin and cefazolin. It was not reported if the events of did not wear a mask and peritonitis had resolved. The nurse felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not reported for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4).